Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's healthcare provider instructed the customer to adjust the carbohydrate ratio setting on the pump to address the customer's elevated blood glucose level. The customer's bg level was 348 (mg/dl). A bolus via the pump was delivered to address bg level. Tandem technical support assisted the customer with verifying the setting had been changed successfully.